Event description:
Consumer used regular absorbency non-applicator tampon. Consumer is indicated that if tampon is removed when not fully absorbed the cotton "unravels" a bit. Consumer is worried the cotton could fray.